Event description:
It was reported that at the last two pump refills the volume aspirated from the reservoir was greater than expected. The pt experienced increased pain; no drug withdrawal reported. No device trouble shooting was reported. The pump was replaced prophylactically; the catheter was replaced as well. The reporter requested that the catheter, which was cut at explant be analyzed for possible occlusion. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.